Manufacturer narrative:
Additional information: the returned rod bender was evaluated. The welds around the dowel pins have fractured, allowing the bender to disassemble. The cause is likely attributed to normal wear and tear from repetitive uses. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod bender disassembled during surgery. An alternative instrument was used to complete the procedure. There were no reports of patient impacts associated with this event.